Event description:
It was reported that following the use of the device, patients are experiencing 3rd molar socket infections. It has been alleged that the infection is an anaerobic bacterial infection. The patients are brought in for post-op, sedated and an incision drainage procedure is performed to remove the infection from the socket. Following the procedure, the patient is given a prescription for flagyl, an antibiotic used to treat bacterial infections. There have been no reports of permanent damage as a result of this event.

Manufacturer narrative:
Customer declined to return product. If additional information is obtained, a follow-up report will be submitted.